Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Traces of moisture were noted at lcd board per visual inspection. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with partially broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 111 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.